Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
User facility medwatch received that states the patient arrived for an office visit on (B)(6) 2022 significant damage to the black power lead of the system controller with exposed wiring. The controller was replaced.

Manufacturer narrative:
Section d4: serial number was requested but not provided. Section e4: uf/importer report #: (B)(4). Section h4: no manufacture date is available as the serial number was requested but not provided. Manufacturer's investigation conclusion: the reported event damage to the black power cable of the system controller was unable to be confirmed. The heartmate 3 system controller was not returned for analysis and no images were submitted for review. Multiple good faith efforts were sent asking for the serial number of the exchanged controller, if any product would be returned for analysis and if any images could be provided. To date, no response has been received. A root cause for the reported event was unable to be conclusively determined. The device history records were unable to be reviewed due to no serial number being provided. Heartmate 3 instructions for use, section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook, section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.